Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) replaced the high pressure helium transducer and verified proper operation of the helium transducer. The fse performed the leak test and iabp passed the leak test. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) the helium pressure transducer was found to be leaking. There was no patient involvement, therefore no adverse event was reported.

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) the helium pressure transducer was found to be leaking. There was no patient involvement, therefore no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed, and a ¿leak¿ was found between fittings of the helium regulator. The unit was repaired by replacing the helium reservoir assembly and tested. No further non-conformances related to the reported event were noted prior to release of the unit. The customer returned the suspect high pressure helium regulator to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the high pressure helium regulator and no visual damage was observed. During the assembly of the suspect high pressure helium regulator a senior repair technician found the outlet port's thread was stripped therefore unable to test the high pressure helium regulator. This can potentially cause a leak in the regulator if this port is not properly installed.